Event description:
It was reported by a clinical specialist via telephone: the proplege coronary sinus catheter (pr9) during use caused trauma to myocardium. The case had to convert from a mini sternotomy to a full sternotomy. The trauma was described as a "through and through" injury. While using the pr9, there was noted some dye uptake in the right ventricular myocardium. It was thought at this time to do a full sternotomy. The md was confident that there was no compromise of the coronary sinus and he placed a retrograde catheter directly into the coronary sinus. The case went well and the patient tolerated the procedure without further incident. Per clinical notes: "fragile old lady. Patient had some kind of esophageal stricture which did not allow proper placement of tee. This resulted in poor tee views" the device was discarded by the hospital.

Manufacturer narrative:
The device was not retained by the hospital for evaluation. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device. The device was discarded at the hospital. The event was presented by the edwards clinical representative and the device was not returned for evaluation. Injuries to the cardiac structures is listed as a potential complication in the product IFU. The IFU further notes: warning: if resistance is met, stop and re-evaluate proplege device position. The proplege device should not be advanced if resistance is felt, as doing so would cause the proplege device to bend or buckle. Aggressive advancement in an attempt to engage the ostium may result in perforation or other injury. Warning: continuously monitor the pressure at the tip of the catheter. A pressure change that indicates the catheter has entered the right ventricle should be noted. Do not advance the catheter further if the tip is in the right ventricle as perforation or other injury can occur. Warning: aggressive advancement of the guidewire in an attempt to engage the ostium may result in perforation or other injury. No device malfunction is indicted in the report and the events reported are included in the labeling. No actions are needed at this time. For complaints/reports of injury without a product problem, it¿s important to show that the type of event is a known potential complication or adverse event, is included in the labeling/training materials, and in the information we provide to help avoid the issue. All labeling and training appropriately address the risk. Manufacturing records could not be reviewed as a lot number is unknown. Trends will continue to be monitored through the use of edwards quality systems.